Manufacturer narrative:
The device was repaired by a field service technician and an investigation is in process. This report will be updated if the investigation requires.

Event description:
It was reported that while the rover was connected with the docking station, blood gushed out of the top of the rover. The user moved to avoid coming in contact with the blood. There were no adverse consequences to this event.